Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.0.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) on (B)(6) 2025. Specific blood glucose levels were not provided. Symptoms reported include hyperglycemia, dehydration and vomiting due to a stomach bug. The patient stated that their doctor of medicine (md) has not been able to view their blood glucose numbers for the last 20 days. They are under the impression that if the md cannot see their bg numbers it means they are not getting insulin. The patient was treated with hydration and insulin via manual injections. The patient was discharged on (B)(6) 2025.